Event description:
It was reported that the patient presented in clinic with dizziness. Upon interrogation, the right ventricular lead exhibited intermittent loss of capture. Imaging revealed the lead was dislodged. The lead was explanted and replaced. The patient was stable.